Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn tgxp11510) keeps displaying the air trap warning message" was confirmed during functional testing and archive data review. The probable root cause of the error messages is high humidity and the resulting condensation. During visual inspection, a huge amount of condensation was seen on tubings and the air trap during the cooling mode, related to the reported complaint. This was caused by high humidity in the air. Upon review of the event log, many "saline empty" messages were observed, related to the reported complaint. This is caused by a fogged air trap chamber due to condensation. The thermogard console passed the initial functional tests. However, after 5 minutes, when the coolant was around 0 degrees, the console displayed an air trap warning message, thus, confirming the reported complaint. This was due to the fogged air trap chamber. Condensation was observed on the tubing set, on the air trap, and on the outside of the saline bag during testing. In addition, the drip pan under the console was full of liquid. Most likely, the drip pan becomes full, and it eventually spills over onto the floor. After downloading and reviewing technical data from the thermogard system, no technical problems were found. There are no technical problems with the system and the system works as intended and can be used. The most probable root cause of the reported complaint was high humidity. The humidity on the event date was above 80% and had been high in the recent days. On the date of investigation, the humidity was 81%. The air trap chamber will get as cold as 0 degree c and is prone to condensation. This will ultimately lead to air trap warnings. Resolution is difficult and cannot be taken by the service department. Lowering the humidity will resolve the problem but is very difficult to do if the outside humidity is around 80%. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, the customer reported the thermogard xp ivtm system (sn (B)(4) keeps displaying the air trap warning message every few minutes and that it is impossible to work with the system. Liquid was observed on the floor and the customer interpreted the alarms as having a leak, however, no obvious leak was found. The customer reported a femoral catheter was used. The patient was 142kg and had pancreatitis. The patient was lightly sedated and was disturbed by the constant alarm. The intensive care staff were stressed that there was so much noise with the alarm and with the console stopping, the patient fever went up immediately. They thought they saw a decrease in the saline bag but the decrease was not enough to indicate a leak. They wiped the air trap repeatedly, changed start-up kit (suk) twice, and checked for a catheter leak. However, the issue persisted. No leaks were observed on the suks or catheter. The patient's fever rose to 41 degrees celsius and was not well. The ivtm therapy was discontinued and the console was put out of use. Ice packs were used to try to manage the fever. The console's drip pan was full. The humidity for these couple of days was very humid. The humidity has been above 80% (and even closer to 100%) for parts of the day. No consequence or impact to patient.